Event description:
Boston scientific crm received info that this lead was explanted due to infection. No adverse pt effects have been reported. The implant and explant dates provided by boston scientific are incorrect. Also, the event date was not made available.